Event description:
It was reported that "the balloon was tested before use and it inflated, but balloon deflation difficulty was observed." The initial customer complaint was that the balloon did not deflate. However, it seemed that it would deflate properly when the sales rep checked the catheter. The sales rep contacted the customer again, but they commented that there was some kind of abnormality with the balloon deflation and it was unable to obtain any additional information. No patient injury was reported.

Manufacturer narrative:
The product was returned for evaluation. No visible damage was observed on the catheter body or returned monoject 1.5 cc limited volume syringe. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon deflated in 2 seconds without a syringe attached; within specifications. In the product IFU, the clinician is instructed to "passively deflate the balloon by removing the syringe from the gate valve". In this case, the balloon deflated fully and without delay with the returned syringe attached. All through lumens were tested for patency and leakage; no leakage or occlusion was found. Visual examination was performed under microscope at magnification 10x. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint of deflation difficulty could not be confirmed during the analysis, as the device responded appropriately during functional testing. No indication of a manufacturing defect was noted; it is not known if any procedural factors may have contributed to the event. No actions will be taken at this time.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.